Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced surgical revision, hernia recurrence requiring placement of new mesh for repair, lysis of adhesions and chronic abdominal pain. After the original procedure, additional potentially related procedures were performed, including revision and excision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia by laparoscopic repair. It was reported that after implant, the patient experienced hernia recurrence, adhesions, and chronic abdominal pain. Post-operative patient treatment included surgery for placement of w.l gore dual mesh for repair, lysis of adhesions, and excision.